Event description:
Rptr complains of severe pain in back and pelvis, arthritis-like symptoms, chronic fatigue, diarrhea, blood in urine, pain and burning when urinating, and pain and numbness in left arm and breast.